Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 5076-52 lead, implanted (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an initial high current drain on the cardiac resynchronization therapy defibrillator (crt-d) with high right ventricular (rv) lead pacing amplitude output. The rv lead was reprogrammed which allowed the battery voltage to recover to an extent. The rv lead was later reprogrammed a second time, which caused the battery voltage to drop again but remain stable. A clinician, however, questioned a recent sudden decrease in longevity. The device and lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was an initial high current drain on the cardiac resynchronization therapy defibrillator (crt-d) with high his lead pacing amplitude output. The his lead was reprogrammed which allowed the battery voltage to recover to an extent. The his lead was later reprogrammed a second time, which caused the battery voltage to drop again but remain stable. A clinician, however, questioned a recent sudden decrease in longevity. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5, d1, d2, d4, d10 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.